Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. The patient described the area as red, itchy, and burning. Skin had blistered and is broken in some places. There was no alleged device malfunction contributing to the blisters. The patient¿s physician recommended removal of lifevest as ef improved. Follow up indicated that the blisters improved.